Event description:
It was reported, the patient presented, prior to a routine generator exchange. During interrogation, it was discovered, the left ventricular lead exhibited a loss of capture. Fluoroscopy was performed and revealed, the lead had dislodged. The lead was capped (B)(6) 2024. The patient was discharged from the hospital after the procedure.